Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt says they feel "buzzy electrical feeling on my inner leg on the left side and my abdomen and then last night I moved and I felt it in my arm." They said this "happens 9/10 times and I have to position my body in a certain way when I sit down". They said this started the day of the implant when they turned stimulation on. They said they told the manufacturer representative (rep), pt says "they didn't believe me, or at least they never heard of that, and they blamed it on my neuropathy". The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.